Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive did receive the patient side manipulator (psm). Upon visual inspection, no issues were found that would be related to the reported event. The psm was installed onto a golden system where the sterile adapter could not engage properly with the psm, it would have 41091 errors each installation attempt. The psm was then installed onto a patient fixture test platform (pftp) and was failing on steps that required sterile adapter engagement. Once testing was completed, the psm was disassembled and found that the screws on the linear rail plate of the motor pack were either loose or completely free. The screw on the linear rail plate were tightened according to spec and the unit was put back on the system and the pftp, all engagement was not passing well. As a result of this investigation, failure analysis has concluded that the linear rail plate and linear rails are found to be the root causes of the reported event.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the patient side manipulator (psm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. However, failure analysis is not complete.

Event description:
It was reported that during a training/demo of the da vinci system, user informed the technical support engineer (tse) that the camera sterile adapter was not being recognized by the system. The user restarted the system and reattached the sterile adapter, but the issue persisted despite these troubleshooting steps. There was no report of patient involvement or there was no report of patient injury.